Event description:
New EKG's began to not conncet wirelessly to the system to download EKG's. System checked, functional. Two machines found to have bad compact flash cards. Continuing to work with philips to find problem and get issues resolved.======================manufacturer response for EKG machine, tc 50 (per site reporter).======================they are trying to troubleshoot. Bad flash card.what was the original intended procedure?EKG.